Event description:
Traumatic left total hip dislocation. Replaced femoral head implant and mdm insert implant.

Event description:
Traumatic left total hip dislocation. Replaced femoral head implant and mdm insert implant.

Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was not confirmed. There are scratches on the articulating surface on the adm insert, consistent with in-vivo service and explantation damage. There is evidence of damage on the rim, consistent with assembly and disassembly of the insert with the femoral head. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined, because insufficient information was received. Further information such as x-rays, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.